Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump received no delivery alarm during bolus. Customer was unsure if the drive support cap was protruded, loose, sticking out or flush. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.